Event description:
(Words are from the nurse operating the machine). I spoke with a rep from the steriliz company regarding our unit #221, I rebooted the unit and spoke with a gentleman by the name of (B)(4). The unit responded, and I was able to log in and out several times, and it appeared that the unit was ready to start a 'job'. I spoke with (B)(4) again and he said he remoted in to the unit and it was working and then just lost connection. He asked me to try again to reboot and to attempt a job. I went to room 7 set the machine up and the tablet let me program the job, and start the job. Three of the 4 sensors were showing dose received and remaining time on the job (sensor 4 was 'calculating' throughout this time). As I was watching the time count down, after about 3 minutes, the countdown stopped on all 3 sensors (4 continues to show 'calculating'), I attempted to pause the unit, it did not respond, I opened the door so the door sensor would stop the unit, it did not stop the unit. I went to get (B)(4) phone number and I called him from just outside room 7. He attempted to remote in and stated the computer of the unit froze and the only way to turn it off was to don ppe and go in and unplug. This was done. I mentioned to (B)(4) that we were assured that this could not happen. (B)(4) said the computer of the unit will probably have to be replaced. According to our sales rep, the software version is 4.15. From what I'm told, the machine has malfunctioned 2-3 times in the past month. I understand at least twice the machine was reported to steriliz. The manufacturer is replacing our unit and picking up the reported unit for evaluation. Manufacturer response for uv disinfector, steriliz (per site reporter): tech support believes we need a new computer.